Event description:
It was reported the extension was broken at the implantable neurostimulator (ins) level. It was noted a revision occurred. It was stated the extension was cut near the ins. It was stated the patient status at the time of report was alive with no injury. It was further reported the cause of the issue was not determined. It was stated the patient had experienced a loss of efficiency. It was noted the loss of efficiency was due to normal battery depletion of the battery. It was stated the extension was replaced. It was stated during a revision surgery, a broken extension was observed. It was stated the extension would not be returned for analysis. It was noted the patient was alive with effective therapy.

Manufacturer narrative:
Product ID: 7482, serial# unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: extension.

Manufacturer narrative:
Upon receipt of the device for analysis, conclusion code 92 has been removed from the report at this time. Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ and had ¿okay¿ telemetry and output. Analysis of extension nhu178581v found that ¿all four conductors and insulation were broken in the proximal end at the edge of the molded rubber.¿ analysis of extension nhu179694v found that ¿all four conductors and insulation were broken in the proximal end at the edge of the molded rubber.¿